Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared, and had an unresponsive keypad. The customer's blood glucose was 405 mg/dl, which was treated with 10 units of insulin. The customer stated that the insulin pump may have been exposed to moisture because the weather had been hot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.